Event description:
"(B)(4)": "a (B)(4) study of percutaneous cryotherapy as treatment for stage I lung cancer or solitary metastatic lung cancer". Treating physician: (B)(6), m.d. Principal investigator: (B)(6), m.d. The above pt received cryotherapy to a right upper lobe peripheral lung lesion that is documented squamous cell carcinoma. The pt developed dyspnea and pain and presented to the ER on (B)(6) 2011. A chest x-ray was performed which documented a 50% pneumothorax of the right lung. The pt was admitted to the hosp for chest tube placement which occurred (B)(6) 2011. The pt was observed and the pneumothorax resolved. Pt was discharged (B)(6) 2011. According to the pi, the event of grade 2 pneumothorax is expected (listed in the current irb approved consent) and related to the cryotherapy procedure. Therapy dates: (B)(6) 2010.